Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 our (B)(4) affiliate received a call from an optical distributor advised that a patient (pt) reported ¿an issue¿ with the (B)(6) brand contact lenses. On (B)(6) 2016 a call was placed to the pt who reported that he/she experienced irritation, redness and yellow discharge on both eyes after 10 days of wearing the lenses. The pt reported that the event date is (B)(6) 2016. The pt reported that he/she removed the lenses immediately. Upon lens removal the pt reported that both eyes were red, swollen and noted a yellow discharge. The pt reported that the ¿eyes are still sore.¿ the pt reported that he/she went to see the eye care professional (ecp). The pt reported that the ecp stated that the ¿pt had a fungus on his/her cornea and it was from our contact lenses.¿ the pt reported that he/she ¿used systane and an antibiotic (name is unknown). The pt reported that the pt did not have trial lenses and it is the pts first time wearing the lenses. On (B)(6) 2016 a call was placed to the pt for additional information. Additional information was obtained as follows: the pt reported that his/her eyes ¿were better and now are very red again.¿ the pt reported that he/she was prescribed vigadexa every 3 hours and systane. The pt reported that his/her wear schedule is 3 months and does not sleep with lenses. The pt reported that he/she had an additional appointment for a follow-up visit with the ecp on (B)(6) 2016. Multiple phone attempts were made to the pts treating ecp. No additional medical information has been received. An additional follow-up call was placed to the pt on (B)(6) 2016 but no additional information was received. This event is being reported as a worst case event. This report is being filed for the pts od event. The event for the os will be filed in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002r6f was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One opened contact lens case was received from the customer, which contained two lenses. The lenses meet company standards for base curve, center thickness, and diameter. The two lenses revealed surface tears and spots on surface of the worn lenses. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).